Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur? : after use hypodermic needle injury: no other treatment: no were the returned items used? : yes if they were used, was something attached to them? : insulin preparation (the rear needle was left stuck in the rubber stopper) quantity returned: 1 it is not known whether this has been returned assuming it has been returned, then 1 details of the event (timeline, history, etc.): after use, when attempting to remove the needles, the rear needle remained stuck the condition of the needle, whether it was bent or not, etc., is unknown